Event description:
Patient reported that she put a silver medallion on the battery charger and the battery charger started to smoke. The connection that would go to the optineb was disfigured. Company comment: the company has assessed the event of battery charger started to smoke as related to the drug delivery system for inhaled treprostinil. Device manufacture date: 11/01/2011. Initial reporter; consumer reporter details withheld, USA. (B)(4).